Event description:
Customer reportedly obtained a result of approx 250 mg/dl on the compact system and approx 100 mg/dl on the dr's device. No action was taken based on device result. No adverse event reported. Comparison performed at physician's office. No strip info provided and no qcs were used. Requested return of suspect device and replacement was sent.